Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by customer.

Event description:
It was reported that the 2.7 and 3.5 t10 locking screws did not lock into the plate in the most medial screw hole and two lateral screw holes in a superior lateral plate. New screws were used.